Event description:
The facility rep reported an infusion pump with fail code 814:04. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter servece event and no injury had been reported.